Event description:
According to customer's rep: incident in (B)(6). Two members of the staff were getting the resident off the toilet and moving her back to her chair, which is outside the bathroom due to the small size of the bathroom. They were just outside the door when resident let go of the handles of the lift and started to slip out of the sling. Staff tried to position resident back onto the toilet but she slipped out of the sling before they could get her there. One of the staff members were behind the resident at the time and assisted the resident to the ground. Pt hit head as falling. Cold compress applied and 48 hour head injury was followed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The eval of the device to date has been carried out by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. Add'l info will be provided following the conclusion of the MFR's investigation. Please note that previous medwatch reports for this product may have been submitted for the mfg site (B)(4). As of (B)(4) 2012, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4).